Manufacturer narrative:
The cause of the alleged postoperative complication cannot be determined at this time. The reported complication was reviewed with the medical affairs director who reports that there is no clinical expectation that arista ah would cause or contribute to the problem reported. No product code or lot number was provided; therefore a review of the manufacturing records is not possible. Used on patient.

Event description:
It was reported that the patient underwent a subtotal parathyroidectomy where a ¿medium¿ amount of arista was used. The md states the patient experienced some vocal cord damage, but is unsure if this is related to the arista. As reported, the surgeon, a first-time user, ¿is certain he did not cut the rlns (recurrent lateral nerves) as he saw both nerves and preserved them during the surgery.¿ as reported, the patient had an immediate post-operative complication of bilateral recurrent laryngeal nerve palsy requiring a tracheostomy with no resolution to the vocal cord damage to date. The patient was discharged after 2 weeks to a convalescent home locally. The surgeon reports that the patient does not have any known allergies or any known defects to their clotting system. During the procedure, no other hemostatic agents / products were used and the surgeon only used light pressure using a gauze sponge after the application of the arista to achieve hemostasis. Excess arista was removed was from the site with no other complicating factors in the procedure. As reported, this was considered a clean procedure with no purulent material present in the wound at the time of use. Patient is expected to return in the coming week for re-evaluation to see if the vocal cord(s) recovered.